Manufacturer narrative:
The investigation for the reported pump not detected issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the imc logs showed that there was an issue with the console reading the pump's eeprom data, triggering the "impella defective" error upon plugging in the pump. No damage or abnormalities were found on the returned pump. When the pump was connected to the aic (automated impella controller), it went through case start as normal and activated with no issues. Therefore, the cause of the case start issue was not determined since the "impella defective" alarm was not reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While preparing the catheter for insertion, as soon as the impella was plugged in, there was a defective error. A new pump opened and prepped and inserted.